Manufacturer narrative:
Product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. Visual inspection/damage location details: no damages were found with the echelon-10 hub. The echelon-10 micro catheter body was found with multiple kinks between 52.0cm and 54.5cm from the proximal end. The catheter tip appears to have been shaped (figure f). The tip was found kinked proximally to the distal marker band (figure f). The catheter wall was found thinning and with a small puncture/rupture at the thinning/kinked location. Testing/analysis: the echelon-10 micro catheter total length was measured to be 155.7cm and the usable length was measured to be ~1 48.1cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end as well as the rupture/puncture. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter rupture with angio¿ was confirmed. The distal catheter was found steam shaped. It is possible damage occurred during steam shaping if using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds) or removing the shaping mandrel prior to the catheter cooling following tip shaping. The catheter was also found kinked at this location with the wall found thinning, potentially due to the steam shaping, or due to the kinking. The rupture/puncture would have occurred at the thinning location. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an embolization of an intracranial aneurysm. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 7mm diameter. It was reported that after disassembling and trying to shape the echelon catheter, they found a tear at the tip of the microcatheter. Only a rupture was observed at the distal section, no friction or difficulty during delivery. The surgeon selected another catheter, and it worked fine. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was being treated for an aneurysm at the opening of the middle cerebral artery, cystic, size 5×6. There was no issues that resulted in the damage that was found.